Event description:
It was reported that an ilet user attempted a full supply change and, despite guidance, was unable to correctly deploy an infusion set after four attempts. The cartridge was filled and tubing connected, but the inset could not be placed on the body, consistent with an improper or incorrect procedure involving the infusion set component. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and education with a video tutorial. Investigation of this case revealed no device problem and identified a usage problem related to infusion set application, aligned with an error in following instructions for use for the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.